Event description:
Using medtronic 670g system, pump software appeared to crash without warning, no alarms. Pump automatically restarted several times. Screen showed "pump error" warning once. Subsequently required battery change (had been showing half charge previous). At no time was there any audible or vibratory alarm. Had I not happened to be awake (this occurred around 1am), the pump could have been off all night, resulting in dka or death.